Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer reverted to alternative method of insulin therapy. It was also reported that the customer experienced a blood glucose level of 42 ¿ 65 mg/dl, cause of low bg was unknown. Customer addressed bg by consuming carbohydrates.